Event description:
During pump preparation, tisseel was used to preclot the inflow valve. Leaking was found at the bottom of the inflow conduit. An attempt was made to seal the leak with additional tisseel, however, the leaking continued. A portion of the tisseel was removed and preclotting attempted again, but some leaking continued. Saline was found to be dripping out of the bottom of the conduit. The surgeon decided to remove the tisseel and use bioglue, and in addition, placing bone wax over the bioglue. No leaking was seen after implant.

Manufacturer narrative:
The pt remains ongoing. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.